Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 475 mg/dl at the time of the incident and was treated with insulin pump. The customer¿s current blood glucose was 140 mg/dl. Later, the blood glucose eventually lowered after a couple hours. The customer declined troubleshooting for high glucose. The customer reported that the insulin pump clip fell apart as the springs; the metal part that keeps the clip together, fell off. The device will not be returned for analysis.